Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she had done back to back blood glucose tests with results of 44 and 200 mg/dl. No control solution was available for testing. The reporter stated that she did not have any symptoms.